Manufacturer narrative:
Field service technician has been sent for investigation. According to service order# (B)(4) the customer complaint could not be duplicated. The unit did not show false comm error and error message was appropriately displayed when communication was lost with the scp. The unit operated for 4 days without issue. All tests passed. Thus the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
(B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that during service (in-house repair) a "no comm" error occurred on a twin pump (hl20). No patient was involved. Internal reference: (B)(4).